Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet wake button was not responsive until the device was placed on its charger, after which it became responsive; replacement infusion set supplies were arranged and troubleshooting education was provided. Symptoms included none. Outcomes included no alerts, no alarms, and no medical intervention. Investigation included user-guided troubleshooting by phone. Investigation of this case revealed no reproducible malfunction once the device was on the charger. It was concluded that the event was resolved with troubleshooting and that no further action was required at this time.